Event description:
Revision surgery - the patient tore his subscapularis (which is irreparable) after the initial ts surgery, the shoulder became unstable and painful. The surgeon needed to revise to a reverse shoulder.